Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the surgeon claimed that on the 3rd or 4th firing of the atw35 instrument, there were many staples fired that were not in a "b" configuration. The tissue was normal, and no abnormal bleeding from the staple line. The case was completed using the same instrument. There was no pt consequence.